Event description:
It was reported that on the remote transmission the device showed dual electrogram (egm) behavior, loss of telemetry and there were questions regarding the percentages paced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.